Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A main coil and non-bsc catheter were returned for this complaint. The main coil was found kinked and stretched. The zap tip has a smooth surface. The interlocking arm was inspected and it was broken. Many of the fiber bundles were detached due to the coil condition. Dimensional inspection of the main coil revealed the components were within specification except the number of proximal fiber bundles, which were only 25 out of 37-44.

Event description:
Reportable based on device analysis completed on 06may2020. It was reported that the coil became stuck inside the microcatheter. The target location was located in the moderately tortuous and non calcified internal iliac aneurysm. An 18mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the coil became stuck in the middle part of the microcatheter. The device was removed together with the angiographic catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was missing fiber bundles and the interlocking arm was broken.